Event description:
Complainant alleged that medics responded to a call for a pulseless, pt (age unk) and began chest compressions. The device was attached to the pt via defibrillator pads, which detected ventricular fibrillation. Medics attempted to defibrillate the pt, however the device displayed a "defib fault 80" message. Complainant indicated medics switched defibrillator pads and the device's battery, however the device continuously displayed "defib fault 80" message pt was monitored while transferred to hosp, maintaining the same heart rhythm. Complainant indicated that the pt subsequently expired.